Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient went to the emergency room (ER) yesterday after the patient sneezed and she felt everything "popped." The healthcare provider (hcp) took an x-ray and confirmed that the lead had moved to the left. The doctor intended to unplug one of the lead tails on the paddle lead and put in a percutaneous lead. Further follow-up is being conducted to determine what actions and interventions were taken to resolve the issue and if it had been resolved. If additional information is received, a follow-up report will be sent.